Event description:
During evaluation of the returned automated peritoneal dialysis (apd) set with cassette, particulate matter was found embedded in the tubing. There was no patient involvement. No additional information is available. This is report 3 of 3.

Manufacturer narrative:
Complaint no: (B)(4). A review of all batch record documents was performed and noted no issues during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition noted. A sample was returned for evaluation in an unopened pouch. During the visual inspection, particulate matter was found to be embedded in the tubing. The device did not meet product specification related to the issue of particulate matter. The particulate matter was verified during the sample evaluation. The cause was determined to be due to the manufacturing issue (extrusion defect) because the particulate matter became sealed with the disposable. This issue is being further investigated through a CAPA. If additional relevant information is obtained, then a follow-up MDR will be submitted. This is related to (B)(4).